Event description:
It was reported that the patient presented to the hospital for removal and replacement of right ventricular (rv) lead. The rv lead was found to be dislodged via chest x-ray. The physician elected to explant and replace the rv lead. The patient condition was stable.